Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. Rep reported being notified, by the patient (28oct2020), that he stopped charging the ipg about 1 year after implant. The patient reported that, at that time, the patient's other treatment options were covering his pain. The ipg has not worked in about 4 years. Patient will get an ipg replacement; however, no surgery date has been scheduled as yet. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention may take place to address the issue.